Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle came off when opening the package. No more information has been provided.

Manufacturer narrative:
Analysis and results: there is a previous complaint of this code-batch regarding needle missing, that was closed as not confirmed. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample (it seems unused) only the thread, no needle is present. (Thread is not wound on the pack). We have visually checked the thread end attached to the needle and it seems that the thread escaped from the needle. Nevertheless, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. However, considering that there is a previous complaint of the same code-batch for a similar issue, we consider this complaint as confirmed. Final conclusion: considering that there is a previous complaint of the same code-batch for a similar issue, and that the open sample received is defective, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen. CAPA number: ak201977568.